Event description:
A nurse at the user facility reports that following intraocular lens (iol) implant surgery, a pt reports seeing a dark line mid-peripherally temporally which comes and goes as if the lens were to exhibit shimmering effects. The iol is well centered, the rhexis covers the lens entirely and the haptics are in the 9 and 3 o-clock position. Best corrected visual acuity is 20/20. The pt presents with slight corneal striae. The association between this event and the iol is not known. Add'l info has been requested.